Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the connection point with video receiver board had problems. To fix the issue, the fse cleaned the cable contacts and the video receiver board contacts, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs100 intra- aortic balloon pump (iabp) display was flashing. It is unknown the circumstances under which the event occurred. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Additional information: e1(event site postal code): (B)(6).

Event description:
It was reported that during use on a patient the cs100 intra- aortic balloon pump (iabp) display was flashing. There was no harm or injury to the patient and no adverse event was reported.